Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Following inspection revealed deformations of the inner coil close to the is-1 connector pin which were caused most likely by overrotation of the inner coil during the extension or retraction of the fixation helix. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reported dizzy symptoms and was presented to the emergency room. Upon device interrogation, rv loss of capture (loc) was observed, with less than two seconds of asystole. A revision procedure was performed. Upon fluoroscopy, the rv lead was just across the valve, however, sensing and impedance measurements were within acceptable limits. The physician attempted to remove the lead, however, the lead had not completely dislodged. The physician then retracted the helix and was successful in removing the lead. Body tissue was observed to be attached to the lead helix, therefore, a new lead was successfully implanted. No adverse patient effects were reported during the procedure.